Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (46 mg/dl). The cause for low bg level was unknown. Customer addressed low bg with apple juice.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 21018. Cartridge change sequence was completed on (B)(6) 2018. There were no erratic basal rate adjustments. The user delivered a 6.9 unit bolus then approximately 25 minutes later delivered another bolus of 1.2 units while still having 6.7 units of insulin on board (iob). Compliant could not be confirmed. It is possible the user overcorrected. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.